Event description:
It was reported that the patient presented to the ER after receiving a vibratory notifier for low pacing lead impedance. Lead perforation was observed via x-ray. The lead was explanted and replaced. The patient is doing fine.

Manufacturer narrative:
(B)(4).